Event description:
It has been reported that the pt received a durom u.s. Acetabular component 52/46 l on (B)(6) 2007 and the pt is being monitored due to loosening of the acetabular component.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, and the pt is monitored and has not been revised to date. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been info provided, as the pt has not been revised, but the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implementation a correction in july 2008. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).